Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pneumotropica / mannheimia haemolytica (20cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenberg, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the german guideline. Oekg confirmed cracks of the object lens and the illumination light lens, damages on the distal end of the device omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined.